Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. The pre-op diagnosis was spinal stenosis and the procedure or technique performed was l4-5 decompression and fusion using voyager mis system. It was reported that voyager a/b compressor/distractor used to compress screws at end of case. The b side of the instrument was applied incorrectly and, in the attempt, to remove the instrument, the extender was bent. This was not noticed until extenders were removed by scrub nurse. No damage to the construct was noted, but the screw was replaced from 6.5mm to 7.5mm for safety's sake. No significant delay to case or adverse effect on patient noted.

Manufacturer narrative:
H3: product analysis of part # 6550017 ; lot # kh19k482 visual and optical inspection confirmed the end of the tab extender that interfaces with the break off screw has been bent. This type of damage is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.